Manufacturer narrative:
The investigation into the delivery issues- use has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the cause of the delivery issue was calcification resulting in a catheter kink.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that despite multiple attempts to deliver the impella 5.5 across the left subclavian artery, the physician was unable to pass catheter into aorta. This extensive manipulation of the impella lead to a kink at the link between the motor and the catheter; therefore, the impella 5.5 was removed.